Manufacturer narrative:
Disregard previous medwatch initial which reported rupture as a physiological complication which it is not.

Event description:
An MRI and ultrasound confirmed the reported events. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event s of rupture and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, rupture and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, rupture and implant removal from textured to smooth due to the concerns of the product. An MRI and ultrasound confirmed the reported events. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: no openings were observed on the device. Additional observations: observed creases on the device. White calcification observed in the surface of the shell. Observed wear abrasion on the device. Observed deformation on the device. No further actions are required as the device was implanted.